Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and it passed. The device had cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. The device had previously alarmed motor error two years ago. Customer's blood glucose was 240 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.